Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the dcs during positioning and a number of others. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position as the valve was positioned ¿too high¿ as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The final implant depth for this valve is unknown. The issue was successfully resolved through implant of a second valve (valve in valve), and no other adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was position too high resulting in severe paravalvular leak (pvl). A second valve (valve in valve) was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.